Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a power supply failure. There was no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of pr 8533677 submitted as MDR number 1218950-2018-07899. Device investigation is completed.